Event description:
As reported by the user facility: reports (B)(6) 2010 removed femoral catheter from pt and blue tip was missing. Pt did not require any f/u, nothing felt with palpation and pt not having any symptoms or issues of any potential problems. Pt checked by surgeon. Reports pt also admitted during sleep the night before woke up holding catheter. Night rn reinforced dressing at that point, but when the customer removed original dressing, there was definite disturbance to how catheter placed under the original dressing. Catheter placed on (B)(6) 2010. Customer did not save catheter. Additional info provided by the facility indicated that the pt was ripping at the catheter during the night. In the morning when the nurse was removing the catheter, the configuration of the catheter was not how it was originally placed, indicating the catheter placement was disrupted. The facility is retaining the sample and it will not be returned for eval. The facility will try to take pictures of the sample to return for eval.

Manufacturer narrative:
The actual device was not returned to the MFR to be evaluated. The facility did provide photographs for eval. The used catheter was placed next to an unused representative sample and a tape measure. Based on the photo, approximately 11-12" of the catheter was missing. However, the photos were not clear and the fractured end of the catheter could not definitively be evaluated. Without the actual sample, a thorough eval could not be performed. No specific conclusions can be drawn. There are no other reports of this nature against the reported catalog #. All available info has been forwarded to the actual MFR for further eval. If any further pertinent info becomes available, a f/u report will be filed.